Manufacturer narrative:
Concomitant medical products: c4tr01 crt-p, implanted: (B)(6) 2015.

Event description:
It was reported that the patient experienced an infection. The cardiac resynchronization therapy pacemaker (crt-p) system was removed. During the removal of the left ventricular (lv) lead the patient experienced a perforation and pericardial effusion. A cardiac surgeon was called to open the patient's chest and resolve the perforation. A temporary pacing wire was placed to provide pacing support until the infection cleared. A new cardiac resynchronization therapy pacemaker (crt-p) system was later implanted. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.